Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The log file contained data spanning approximately 1 hour (0:13:14 ¿ 1:19:32 on 30nov2023 per the timestamp). A driveline communication fault alarm associated with a com b fault was active throughout the log file. The log file did not capture when the driveline communication fault alarm first activated due to the event being overwritten by newer data. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information (including if the cause of the alarm was identified and if any product would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline communication fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 ¿surgical operations¿ and section 2 ¿system operations¿ (under ¿replacing the modular cable¿) explain how to connect the modular cable to the pump cable, including how to properly tighten the locking nut. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. These sections instruct the user to ¿ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut.¿ heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU)under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault. The patient stated that their driveline was unscrewed at the connection, so they screwed it back in and the alarm started. Log files were submitted for review and confirmed a driveline communication b fault on (B)(6) 2023. The patient was not clear on what they were doing. They were at home cleaning. The driveline and system controller were exchanged in clinic. During the exchange it was noted that the yellow marking was coming off once the modular cable was unscrewed. There were no issues screwing or placing the new modular cable. The alarm resolved. Related manufacturer reference number for the system controller: 2916596-2023-08445.